Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the battery in the insulin pump was not lasting very long. Caller stated that her daughter's blood glucose has been running high since tuesday and she does not know why. Customer's blood glucose is 452 mg/dl. Customer has a back-up plan of syringes. Customer has treated with a shot. Customer's mother declined troubleshooting. Customer was advised to do a complete set change just in case the cannula is bent. Customer's mother stated that she is giving her daughter manual injections and her daughter's blood glucose has been high since she changed the set on tuesday.